Manufacturer narrative:
Relevant retention test strips (lot 206630-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and an empty test strip vial. Testing was performed on the customer's meter. All measurements were without error messages. The returned material meets the specification.

Event description:
The customer questioned a result from her coaguchek xs meter with serial number (B)(4) when comparing it to an unknown laboratory method. The customer is currently in the emergency room due to tingling in her arm. Customer was driven to the urgent care ER on (B)(6) 2016 because she had numbness and tingling in her right hand. The customer had a sample drawn for the laboratory and the result from an unknown method was 2.5 inr. Within 20 minutes, the customer tested on her meter and the result was 4.3 inr. The qc check mark appeared and the customer used a different finger. The customer was scheduled for an MRI which was delayed slightly so she decided to test on her meter a few more times. Erroneous results were obtained when the customer tested 3 times on her meter with results of 4.3 inr at 4:42 p.m., 3.7 inr at 4:44 p.m. And 3.3 inr at 5:47 p.m. Based on the MRI results and the meter result of 4.3 inr the physician advised the customer to stop using the meter immediately and begin taking enoxaparin. On (B)(6) 2016, prior to the tests in the ER, the customer tested on her coaguchek xs meter and the result was 3.6 inr. The customer's physician decreased her warfarin dosage from 7.5 mg to 5 mg after this result. The customer had some bruising at the time of this result. She did not seek medical attention for the bruising. Prior to the 3.6 inr result on (B)(6) 2016 the customer's warfarin dosage had been increased. No adverse event occurred due to the device. The customer is currently feeling fine and is still taking the enoxaparin. The customer's therapeutic range is 3.0 - 3.5 inr. The customer was not on heparin prior to the event. She was not taking any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The suspect product has been requested for investigation.